Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. No compromised force sensor system alarm noted. Insulin pump passed displacement test, operating currents, self-test, and off no power test. No blank display noted. Insulin pump was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The screen then went blank. The dome sticker was missing. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.